Event description:
During subacromial decompression, the insulation started melting and the tip of the scope blackened. The probe was running very hot. The pt had a crater-like black hole in the acromion about 8x5mm. The surgeon thought that was fine but did shave out all the black substance. No pt injury was noted and the pt is reported to be fine.